Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Customer's blood glucose (bg) was 134 mg/dl for this event. Additionally, the customer reported a bg of 46 mg/dl due to a bolus taken before bed. Bg was addressed with fruit snacks. Reportedly, the customer had an alternate pump for insulin therapy.